Manufacturer narrative:
Product analysis: no product specimen has been received for evaluation. Conclusion: multiple attempts have been made to gather additional information and request product return; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that this annuloplasty ring was implanted explanted and explanted on the same day. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information from this patient's physician that there were no problems with the product; there were no gradients or other issues due to the product performance. The patient's native valve was too diseased for the repair to work effectively. Issues with the repair were due to the patient's anatomy and not due to the product. No other adverse patient effects were reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: surgeons often attempt to repair valves in lieu of replacing them due to improved long term clinical outcomes. There are occurrences when a valve repair is attempted using an annuloplasty device and subsequent post repair evaluation demonstrates an inadequate result. This may likely be due to suboptimal anatomy, surgical technique or inappropriate sizing and not a malfunction of the annuloplasty ring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.